Manufacturer narrative:
According to the limited information received from the field, the recipient experienced a drop in hearing performance after a trauma. However, a root cause cannot be determined for the reported issue, due to lack of information. This is a final report.

Event description:
During a fight with his brother the recipient's head was hit against a wall several times. Since then there has been some scratchy sound quality.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the area of the floating mass transducer, which showed damages compatible with mechanical stress. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
During a fight with his brother the recipient's head was hit against a wall several times. Since then there has been some scratchy sound quality. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fight with his brother the recipient's head was hit against a wall several times. Since then there has been some scratchy sound quality from the bone bridge.